Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: e1 - initial reporter address 1. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test +7.55%. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The device was last service on 08-mar-2024. The event history log was reviewed, and visual/functional testing was performed. The reported issue could not be confirmed. Performance verification testing accuracy results were 20.6ml, 20.8ml, 20.6ml. The device then passed all tests.